Manufacturer narrative:
Initial MDR submitted, pending requested information from the customer. A follow up MDR will be submitted if additional information is obtained.

Event description:
Bilateral capsular contracture, baker grade 2, left side.

Manufacturer narrative:
B5: describe event or problem: left-side capsular contracture, baker grade 2.

Event description:
Left-side capsular contracture, baker grade 2.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will not be able to perform device evaluation because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.